Event description:
Left ventricular lvtip to can lead impedance warning on (B)(6) 2024. Chronic low trends. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).